Manufacturer narrative:
Concomitant medical products: pm2240 ipg implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change out, the right ventricular (rv) lead was not able to be withdrawn from the header. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.